Manufacturer narrative:
H.6. Investigation summary: bd received ten (10) samples from the customer for investigation. Upon evaluation of the customer returned samples, the customer¿s product issue was not observed. Ten (10) customer samples were tested with water and were within the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774. The device history records were reviewed with no issues identified. There were no related quality notifications. All process and final inspections comply with specification requirements. CAPA 260774 has been initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that there was a low vacuum with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: the customer stated that 90 of 100 tubes do not have vacuum. Date of event is unknown. It has been occurring since june. Additionally, the bd sales consultant provided the following additional information: contacted customer and discovered that the tubes were being used to draw oral surgical patient's blood and extract fibrin to be used for oral skin graphs. The customer was having trouble with obtaining the fibrin clot from the serum. The use of this product in this manner is inconsistent with the instructions for use and is considered off label use. Email was sent with a customer letter attached stating that this was off label use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a low vacuum with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: the customer stated that 90 of 100 tubes do not have vacuum. Date of event is unknown. It has been occurring since (B)(6). Additionally, the bd sales consultant provided the following additional information: contacted customer and discovered that the tubes were being used to draw oral surgical patient's blood and extract fibrin to be used for oral skin graphs. The customer was having trouble with obtaining the fibrin clot from the serum. The use of this product in this manner is inconsistent with the instructions for use and is considered off label use. Email was sent with a customer letter attached stating that this was off label use.